Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed tricuspid regurgitation (tr), restricted septal leaflets, and a large gap for a triclip procedure. During the procedure, a triclip xtw was placed on the septal-anterior leaflet commissure. After deployment a single leaflet detachment (slda) occurred and the clip was no longer attached to the anterior leaflet. A second triclip xtw was then placed to stabilize the first clip, after deployment an slda occurred and the clip was no longer attached to the anterior leaflet. Three additional triclips were implanted successfully to reduce the tr and stabilize the two slda clips. The procedure was discontinued; the final tr was grade 1-2. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation appears to be related to patient condition (large coaptation gap, mobile pacing lead causing septal leaflet restriction). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.